Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge onto the pump. Reportedly, the customer loaded the cartridge with 300 units and received a fill estimate of +60 units. Reportedly, the customer reloaded the cartridge and received an estimate of +240 units. The customer's blood glucose level was 150 mg/dl.